Manufacturer narrative:
The insulin pump was received with no vibration due to broken vibrator black wire. The insulin pump passed the operating currents measurement, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, reservoir tube and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not vibrating. The customer's blood glucose was 17.9 mmol/l at the time of incident. The insulin pump was returned for analysis.